Event description:
Reporter stated she had the implants since 1999. A few years after implant she began to feel fatigue. Reporter has seen the doctor for several years to address the severe fatigue. She had an ultrasound of her breasts and found fluid between the capsule and her tissue. The doctor advised her to have a needle aspiration of the fluid to test if she has alcl. However, reporter was informed by her allergan support group the aspiration could cause the spread of the fluid and worsen her condition. She is now waiting to have the device explanted to confirm diagnosis, though it is difficult to say when as it is an expensive procedure which she cannot afford at the moment.